Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08730 inches. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. Device received with stripped battery cap coin slot (p).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s sister reported via phone call that the customer alleging the insulin pump for under delivery of the insulin. The customer was admitted to the hospital on (B)(6) 2018 due to the high blood glucose level. Customer¿s blood glucose level was 900 mg/dl at the time of the incident and the current blood glucose value of the customer was 289 mg/dl. The customer's other relevant blood glucose level was 600 mg/dl. The customer was treated intravenously in the hospital. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.